Event description:
Country of complaint: (B)(6). Thread broke while pulling through tissue.

Manufacturer narrative:
U.s. Agent notified on (B)(6) 2013. Manufacturing site evaluation: samples received: 25 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in OEM stock. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. All packs received are tight. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective / preventive actions: not applicable.